Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 50936, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification showed that catheter was used for 4 injections. The catheter passed the deflection test as per specification. Dissection showed that guide wire lumen kinked on 1.3880 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter had kinked, and was difficult to maneuver. The balloon catheter was replaced and the outcome of the case is unknown. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.